Manufacturer narrative:
Other, other text: d4 lot number, the specific lot number is unknown, possible affected lots reported to be: 4379812, 4354490. Additional contact information: (B)(6). Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device was leaking. Per reporter medication leaked into the patient's fanny pack. It was reported that that when the patient noticed the leak, they subsequently retightened all the connections. No adverse patient effects were reported. Per reporter no additional information is available.

Manufacturer narrative:
D3, g1,2 email is: regulatory.responses@icumed.com. One device was returned for evaluation. Visual inspection revealed no damages, bad bonds, cuts or kinks detected. Functional testing was performed but the reported issue could not be replicated; no leaks were detected. The root cause could not be determined. No further actions were taken. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.